Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, required to evaluate the device power saving and screen saver settings. User adjusted configurations to ensure the system did not turn off or enter sleep mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) a review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(4) was performed from the date of manufacture, 18-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station rebooted unexpectedly. A technical support specialist (tss) reviewed the station and identified an unexpected reboot likely due to a system crash or freeze. Power and sleep settings were verified as correct, with no scheduled restart configured. Customer was advised to monitor the station and capture details if the issue reoccurs. Customer agreed to proceed with case closure. The system functioned as intended when the technical support specialist investigated the device.